Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, once the lens was placed into the patient's eye, the surgeon observed that only one haptic was present. As a result, he removed the damaged lens and proceeded with implantation of another company lens. Upon inspecting the device it was found that the trailing haptic was present in the tip of the introducer in viscoelastic. There was no harm was caused to the patient as a result of the lens issue, and the patient was informed about the incident following the procedure. Additional information has been requested.